Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. Peritonitis is a known complication of a peg tube placement. Health effect clinical code of e2402 was chosen to capture the event of peritonitis. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2025 the pain worsened and patient went to the emergency room. After several inconclusive tests, an abdominal laparoscopy was performed. Patient was diagnosed with peritonitis due to the retention plate was separated from the stomach wall and gastric contents had come into the abdominal cavity. On (B)(6) 2025 the patient¿s wife reported that during the procedure, esophagitis has been detected, a biopsy was performed and patient is being treated for viral infection with unknown medication. The peg tube has a suture, probably attached to the inner plate, which cannot be mobilized, and is not permeable. During the procedure of placing the peg a clip has been placed. Patient will probably be discharged from the hospital today and will continue treatment. The device involved in the event remained implanted; therefore, a return sample evaluation is unable to be performed.